Event description:
The customer reported that while pippetting an hcv assay, summit sample handler did not pick up tip 3 properly. A service technician was dispatched and was informed by the customer that inadequate sample was aspirated as a result of this incident. The technician inspected the instrument and found that the plunger clamps in positions 3 and 9 were damaged. He replaced the plunger clamps and also replaced 5 tip clamps. No death or serious injury was associated with this event. Please note that this complaint is beyond the 30 day reporting requirement. It was found to be reportable as a result of a review of the service order.